Event description:
It was reported that a user of the ilet pump perceived excessive insulin delivery, noting approximately 4¿5 units of insulin on board with blood glucose around 162 mg/dl and a prior maximum near 200 mg/dl while not announcing meals; the device displayed no alerts or alarms, and the user reported that clinical settings had been adjusted and the pump restarted. Symptoms included concern about insulin delivery without hypoglycemia. Outcomes included no reported injury, no hospitalization, and completion of troubleshooting and education. Investigation included review of user reports, discussion of algorithm behavior when meals are not announced, and confirmation of absence of device alerts. Investigation of this case revealed that insulin delivery was algorithm-driven to address hyperglycemia in the absence of meal announcements, with insulin needs varying by individual, and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.